Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Item number: unknown, item name: unknown cup, lot #: unknown, item number: 163667, item name: mod head, lot #: unknown, item number: 51-101080, item name: taperloc stem, lot #: unknown, item number: unknown, item name: unknown e1 max-rom liner, lot #: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07415, 0001825034 - 2018 - 07418, 0001825034 - 2018 - 07417. If any information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was given injection under fluoro approximately three years post-implantation. Patient was noted to have an additional injection under fluoro approximately one year later. Attempts have been made and no additional information is available.